Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump is giving a compromised force sensor system alarm. Caller stated that the pump that the customer is currently using does not belong to him. Caller stated that it was given to him from a friend who has passed away. Caller stated the customer's original pump just stopped working and it had been over 4 years, so they did not call it in. Caller was advised to locate the pump to put a battery in it and call back to see if they can get the pump to work.